Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral procedure using a flexor raabe guiding sheath, when the sheath was pulled back, the check flo valve separated ((B)(4)). The physician continued to pull back on the hubless sheath and the flexor separated leaving the distal end inside of the patient ((B)(4)). Access was gained ante grade ipsilateral and the foreign body was snared and retrieved. The patient was "fine" post procedure."

Manufacturer narrative:
Investigation - evaluation a review of complaint history, device history record, documentation, specifications, manufacturing instructions, drawing, quality control data and visual inspection of the returned device was conducted during the investigation. One used flexor raabe guiding sheath was returned for evaluation without the dilator. The sheath was returned with the tubing separated from the hub; 0.3 mm of coil was protruding from the proximal section of tubing. The check-flo was disassembled and the flare was present inside the check-flo, which was removed. The tubing was also separated at 51.6 cm from the proximal end, but connected by exposed coil. A bend was noted at 19.5 cm and a kink was noted at 50.5 cm from the proximal end of the distal section of the tubing. The distal tip of the distal section was noted to be folded in on itself. The flare was separated from the tubing and noted in the check-flo and could not be tested for adequacy. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There was one additional reported complaints for this lot number. Based on the provided information and results of the investigation a definitive root cause could not conclusively be determined. Measures have been initiated to address this failure mode. Monitoring for similar complaints will continue.